Event description:
Patient alleges that insulin is not being delivered properly which is resulting in elevated blood glucose readings. Patient reported experiencing blood glucose levels in the 200's mg/dl this a.m. And he gave himself 3 units of humalog each time. Patient's normal blood glucose range is 100 mg/dl. Patient stated he has not received any errors on the infusion device and there is no leak in the infusion set. No serious injury or outside assistance required. Patient switched to his backup insulin pump and his blood glucose was within target range the next day. Patient is currently using his backup infusion device. Product replaced and requested return of the alleged infusion device, adapter, cartridge and infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.